Event description:
It was observed that during the device evaluation, there was histoacryl adhesion on the gastrointestinal videoscope. The issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.